Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient experienced shortness of breath during atrial pacing. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.